Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer. Without availability of the sample, the reported issue cannot be confirmed and its cause cannot be determined. The lot number was also not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month timeframe preceding the event date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected timeframe. The entire set of lots has been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis registered nurse (prdn) that a pd patient discovered fluid leaking from the inside of the cassette door of their cycler and from the cycler set cassette the morning following a pd treatment. The patient reported receiving an air detected in cassette alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was contacted by fresenius technical services and advised to discontinue the use of their cycler. A new cycler was issued to the patient. There was no adverse event, serious injury, nor medical intervention reported during the initial call. Additional information was requested, however, to date a response has not been received. The cycler set cassette used by the patient was not returned for physical evaluation by the manufacturer. The return of the cycler to the manufacturer for physical evaluation was scheduled.